Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that when interrogating the device there was a failure to get telemetry. The device was implanted in 2003 and the patient had not been seen since the implant procedure. The device was explanted and replaced. No patient complications have been reported as a result of this event.